Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump, with a blood glucose of 274 mg/dl after eating cookies to treat a prior low and subsequently changing infusion supplies, and the user planned to continue monitoring with a follow-up to confirm a decline in glucose. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, intervention beyond self-monitoring, or long-term impairment. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified, and the event was assessed as user-related hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.